Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the date of the incident occurred on (B)(6) 2019. The device was returned for evaluation and was received with the base handle was closed without the 6 inch transitional installed and deformed handle hole. Shock cushion was worn. Adjustment wrench was missing; general maintenance and cleaning required. The device was repaired back to full working order and passed all required inspections. The device was manufactured in 2010; this device exceeds its expected life of 7 years. The reported complaint was confirmed. Root cause was use error.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit cam rod and lever would not accept transitional member. Additional information received on 10sep2019, the device was used to position the patient¿s head in preparation for a posterior cervical decompression and fusion. The surgery did proceed but without this piece of equipment. The device was in contact with patient. The patient¿s head slipped out of the broken swivel piece and flexed forward. There was a delay approximately 60 minutes. However, no adverse consequences related to the delay. Product problem discovered before the start of the procedure. Additional information has been requested.